Event description:
I use the dexcom g6 with the tandem t:slim insulin pump. For several shipments of sensors (that is injected under the skin) I have had almost immediate failures, leaving the device unable to reduce hypoglycemia events and cost me both work and other costs. Both companies are fast to replace but there has been no explanation of how to change this result. I believe the company is negligent in their handling of these cases. I am only one of many. FDA safety report ID# (B)(4).